Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported the scepter mini balloon was being used to treat an arteriovenous malformation (avm) in a branch of the occipital artery using liquid embolic. Navigated to lesion and deployed liquid embolic without issues but when attempting to remove the deflated balloon the catheter was unable to be pulled back out of the patient. The patient was taken to the or where the catheter was subsequently removed. The use of scepter was on-label and device prep and deployment were correct and done without issues to this point. The catheter was removed from the patient that day and no additional patient status has been provided.